Manufacturer narrative:
Continuation of d10: product ID {envpro-16-us}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} the event for device b968560 pertaining to the dislodge was reported in regulatory report number 2025587-2018-03223. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, one of the paddles on the valve remained attached to the delivery catheter system (dcs). It was noted that only one paddle was visualized, and as the dcs was being withdrawn, the valve dislodged. The valve was pulled into the ascending aorta and deployed. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received that the valve likely dislodged due to a tapered left ventricular outflow tract (lvot) and the patient¿s pre-existing aortic valve stenosis. After the valve was pulled back into the distal ascending aorta, the dcs was withdrawn, and a second valve loaded into the dcs. The dcs was advanced over the guidewire which remained in the left ventricle. The second valve was advanced through the first dislodged valve. The valve was positioned 5-6 millimeter¿s (mm) on the non-coronary cusp (ncc), and 3-4 mm on the left coronary cusp (lcc). A repeat transthoracic echocardiogram was performed that demonstrated good positioning of the valve. No paravalvular leak (pvl), and no impingement on the anterior mitral valve leaflet were observed; therefore, the valve was deployed. Subsequently, an elliptical appearance of the valve was noted. Repeat hemodynamic assessment was performed that revealed a mean gradient of 19 millimeters of mercury (mm hg) with an end diastolic pressure of 24 mmhg. Additionally, the valve appeared to be under-expanded. Per the physician, it was likely due to bulky calcification of the patient¿s native cusps, the elliptical ann ulus, and the functionally bicuspid morphology of the native valve. A post-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. The balloon was inflated 2 times with visible expansion of the stent frame. The bav was removed and repeat hemodynamic assessment was performed that revealed a reduced mean gradient of 17 mmhg. The valve was still under-expanded and constrained in the right anterior oblique view, therefore, the post-implant bav was performed again using a 26 mm non-medtronic balloon. Full expansion of the bav was noted, and repeat transthoracic echocardiography demonstrated no pvl with good positioning of the valve. Repeat hemodynamic assessment was performed that revealed a mean gradient of 12 mmhg. All catheters and wires were withdrawn. It was noted that the patient tolerated the procedure well and was in stable condition. No additional adverse patient effects were reported.